Manufacturer narrative:
The device history record (DHR) for lot 2417101264 was reviewed and no anomalies related to the reported issue were observed. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no physical samples returned for evaluation. Photos were provided instead however the reported issue could not be observed on the photos. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported they opened a catheter box and noticed 18 out of 100 were bent.